Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, per report, the pvl was attributed to the patient¿s oval annulus which measured 26mm x 34mm and severe annular/ lvot calcification. Other possible factors are the possibly undersized valve due to the patient¿s large annular anatomy and CT scan artifact that was present during the annular measurements. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, the sapien xt valve was positioned and deployed in a 50:50 position with residual moderate-severe paravalvular leak (pvl). Tee confirmed the lv was becoming distended because the lv could not eject enough blood due to the pvl. The physicians decided to put the patient on percutaneous cardiopulmonary bypass. After going on pump the patient's ventricle began to empty properly and the blood pressure became more stable. However, with the degree of ai and the fragile nature of this patient it was decided to implant a second valve to give this patient the best chance of surviving. A second 29mm sapien xt valve was implanted more ventricular (about 3mm below the first valve). A repeat tee showed the pvl was reduced to mild. The procedure was completed and the patient was taken to the ICU. The pvl was attributed to the patient¿s oval annulus which measured 26mm x 34mm and severe annular/ lvot calcification. The patient¿s large annular anatomy and CT scan quality (due to an artifact) may have contributed to the event.